Event description:
The duett sealing device was deployed following an interventional procedure (via the right common femoral artery, with venous sheath in place on the right as well). The report regarding deployment technique is limited. It is unknown if the sheath was withdrawn appropriately, or if the proper tension or pressure was held. The physician felt this event was related to operator error due to the presence of scar tissue. The pt experienced discomfort shortly after the deployment, although pulses remained palpable even ten hours later, as the pt went to surgery. A surgical thrombectomy was performed, with good pt outcome. The pathology report obtained during the procedure stated that the thrombus was consistent with "matter removed from the collagen plug debris". The physician felt this event was related to operator error due to the presence of scar tissue; or, the physician felt, this might have been caused by ruptured plaque.